Event description:
The pt reportedly experienced overly load stimulation followed by loss of sound. The pt also has facial nerve stimulation. External equipment was exchanged. However, the problem was not resolved. The pt's device was explanted.